Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "pain and a possible implant removal from textured to smooth due to the concerns of the product." Later, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted. This relates to the left side.

Event description:
Patient reported "pain and a possible implant removal from textured to smooth due to the concerns of the product." Later, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted. This relates to the left side.